Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lots could not be conducted because the part and lot numbers were not provided. Reportedly, the device was used in the axillary femoral artery. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: the perclose prostyle smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. The patient effect of hemorrhage is listed in the prostyle IFU, as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494 - incorrect anatomy. The additional perclose prostyle devices referenced in b5 is filed under a separate medwatch report number. Attachment: article titled: "safety and efficacy of the unilateral, suture-based, dry-closure technique in percutaneous trans-axillary aortic valve implantation".

Event description:
This was reported via literature review. The study compared the results of multiple transcatheter aortic valve implantation repair (tavi) procedures using proglide, prostyle, and other non-abbott devices. The intention of this study was to compare the rate of vascular complications of in procedures using an occlusion balloon during closure of the axillary artery. One group performed the procedure before using the new technique while another group performed the procedure after using the new technique. The pre-close technique was used for all access sites using proglide and prostyle devices. The rate of vascular complications were low; however for proglide and prostyle, included the following: failure to achieve hemostasis and bleeding requiring the use of additional closure devices, hospitalization, covered stents, balloons, blood transfusions, and surgery. A dissection also occurred during the use of proglide devices, which was treated via a covered stent. 5 deaths occurred; however, none were related to the use of proglide or prostyle devices. The article concluded that the new technique of using an occlusion balloon facilitates safe and effect access management and that axillary access has the potential to become the primary method for tavi access. Specific patient information is documented as unknown. Details are listed in the attached article, "safety and efficacy of the unilateral, suture-based, dry-closure technique in percutaneous trans-axillary aortic valve implantation." No additional information was provided.